Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 504 mg/dl. Reportedly, the customer did not change the cartridge when intended, and subsequently ran out of insulin. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.